Event description:
It was reported that during a laparoscopic gastric bypass the device fired an incomplete cut and staple line. Another device was used to complete the case. There were no paitent consequences.